Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. A visual inspection noted that the device was in good condition. Functional testing and visual tests were conducted with the returned device and the customer problem was duplicated as the upstream occlusion sensor (uso) alarmed when testing the uso. The root cause of the problem was the upstream occlusion sensor. No issues were found in the event history log. The service history review identified the device has not been in service within the review period. As a result, the upstream occlusion sensor was replaced.

Event description:
It was reported that the device was for service repair. There was unknown patient involvement and unknown patient harm/adverse event reported. Analysis identified an upstream occlusion sensor alarm was malfunctioning.